Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer viewed air bubbles in the infusion set tubing with multiple cartridges and infusion sets. Blood glucose was 292 mg/dl. Reportedly, the customer loaded a new cartridge and infusion set to resolve the issue.